Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2019 wherein the ipg was relocated. Pain has resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03396. It was reported the patient is experiencing pain at the ipg site. It is unknown which ipg is causing the pain, as such both ipg¿s are being reported. Surgical intervention may take place at a later date.